Manufacturer narrative:
One cadd extension set was returned for analysis. Visual inspection performed and product found to be in good condition with no discrepencies. Customer's complaint of leaking from the filter area was verified. Service found the product leaking at the filter vent. Use testing was performed. Production reviewed practices and procedures and no problems were found. The problem source is unknown. A notification of the complaint was conducted with the production personnel by the production supervisor.

Event description:
It was reported that a cadd® cadd® extension set was leaking at the filter. No patient injury.